Event description:
At the beginning of an endometrial ablation, the high frequency cable arced and sparked where the cord meets the strain relief on the instrument side. The legging drape caught on fire. The doctor immediately pinched out the flames with his hands. The pt received a superficial burn on the inner left thigh about 3.5 inches in diameter. Doctor cleaned it with sterile saline solution, applied polysporine, covered it with a piece of bactigras (mesh with antibiotics) and then some 4 x 8" gauze pads and then bandaged the pt loosely. No further medical attention necessary. Doctor was not injured. Procedure was completed.